Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device had no output and no telemetry. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. The hybrid operated normally; no high current drain was noted. Detailed analysis of the device¿s battery was undertaken. The battery voltage and heat output were monitored over several days. The test results indicated that there was an active short within the cell. This internal short within the battery caused the cell to deplete to the point where it could no longer support device functions.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with symptoms of lightheadedness and chest pain. Attempts to interrogate the device were unsuccessful. The patient's heart rate was 20 bpm. Three days earlier during a normal office visit, this device had a magnet rate of 90 bpm and a longevity rate of less than 0.5 years. Surgical intervention was performed and the device was explanted and replaced.